Event description:
During review of the in house programming history for the vns patient's device, an interrogation performed on (B) (6)2009, revealed settings that are indicative of an interrupted system diagnostic test (1ma, 20hz, 500usec, 30sec on, 60min off). The generator had been recently implanted on (B) (6)2008. The device was programmed to 2.25ma, 30hz, 500usec, 30sec on, 180min off on (B) (6)2009, and there was no system diagnostic test done on that date. The next interrogation was done on 01/22/2009, where the interrupted test settings were observed. The device was re-programmed to intended settings on that date. It is unk when the faulted diagnostic test occurred which changed the settings, however, good faith attempts to obtain additional information are underway.

Manufacturer narrative:
Analysis of programming history.